Event description:
The company received a report that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The customer has declined returning the unit for investigation. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database for trending purposes.